Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2007. A type ii lesion was identified in the left carotid artery with 5mm reference vessel diameter and a 7mm length. There was 70% stenosis as measured by nascet. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. There was 2+ calcium present with moderate target vessel tortuosity. A 7mm diameter by 30mm length carotid wallstent monorail stent was successfully implanted at the intended site. Filter wire ex (190cm) was successfully used as cerebral protection. The maverick balloon catheter was used during the pta. Atropine 0.5 (international units) was given during the procedure. No vasodilator was used. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure, the patient was asymptomatic with 0% residual stenosis. The carotid stent was patent. There were no complications within 24 hours after procedure. The patient had a follow up visit in (B)(6) of 2007. The patient remained asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. This follow up documentation showed that the patient experienced a transient ischemic attack (tia) in (B)(6) of 2007. There was a comment that stated the patient did not take plavix and aspirin. The patient had a follow up visit in (B)(6) of 2008. The carotid stent was patent and there was 50% residual stenosis. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last visit. The patient had a follow up visit in (B)(6) 2008. The carotid stent was patent and there was 50% stenosis. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last visit.